Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: dried fluid residue due to fluid ingress (water damage) was found on main power supply and logic printed circuit boards (pcbs). The reported event, of charging faults on slots 1 and 2, was confirmed when the unit was checked by technical service (edc). Dried fluid residue due to fluid ingress were found on main power supply and logic printed circuit boards (pcbs). The returned charger was repaired by replacing main power supply and logic board pcbs. Upgraded the system to the latest software version v3.07. Performed preventive maintenance. The unit performed all tests per service universal battery charger procedure; the unit successfully passed all required tests. The repaired universal battery charger (B)(6) was returned to the loaner/rental pool. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The universal battery charger (ubc), serial number (B)(6), was shipped to the customer on (B)(6) 2019. Heartmate universal battery charger (ubc) status messages associated with the event (red fault indicators) are addressed in the heartmate 3 lvas patient handbook (battery charger alarms) and the heartmate ubc instructions for use ( charging status and alarms). Keeping the heartmate universal battery charger away from water or moisture is documented for the customer in the ubc instructions for use ( "keep the ubc away from water or moisture."). Periodic inspection of the heartmate charger as part of the heartmate 3 lvas checks are documented in the heartmate 3 lvas patient handbook (weekly safety checks and p.299 ¿ monthly safety checks). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's universal battery charge (ubc) showed an error code in charging slots 1 and 2: s0004 and the red indicator light flashed. Additional information received from stated that water was found on the mainboard. The system booted up as intended. The main and logic boards were replaced and the software v03.07 was upgraded.